Manufacturer narrative:
The service rep calibrated, replaced rui unit three times, replaced mcu, backplane, cables, but then found out that three rui's were doa in a row. Ordered just the joystick (2, just in case) and it worked. Three rui doa's diverted us replaced whole load of components, which costs times and most importantly we were losing customer's confidence on us and this was all happening when we were quoting them for a new CT system.

Event description:
Customer reported rui joystick errors. Joystick doesn't work. Also two capacitors falling off the big board inside the rui unit in all three of them.